Event description:
It was reported that when the patient first got her pump it pinched her near her waistband area. This happened when she was standing, sitting, and lying with her legs straight down. This pinching happened for 6-8 months then the pump started dropping down and is now lower inside of her body and it does not pinch her anymore. It was noted that the patient¿s pump was refilled on (B)(6) 2014. The pump was infusing morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).